Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that broken lens event occurred due to excessive force by the customer. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the telescope had a broken internal lens. The issue occurred during preparation for use for a therapeutic urology procedure. The procedure was completed using a similar device. There were no reports of patient harm or delay.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.